Manufacturer narrative:
Visual inspection of the returned product found the lens returned inside a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon loaded a 13.2mm micl13.2 implantable collamer lens, -6.5 diopter, but the lens would not load correctly and was torn. There was no patient contact. Another same model and diopter lens was implanted. The reporter was unable to provide any additional information.